Event description:
Procedure: gastrectomy. According to the reporter: the anvil could not be connected to the shaft of the stapler. The surgeon tried several times, but it was impossible to push the anvil into the center shaft. New eeaorvil25 was opened, but the result was same. The stapler was replaced by another one, but still the anvil could not be connected. After inserting and removing the anvil repeatedly, the esophagus became short and the procedure had to be converted into open. Eeaxl2535 and its accessory anvil were used to complete the anastomosis of the esophagus to the jejunum. There was tissue damage and the unanticipated tissue loss. The patient is under observation. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
Tracking number: (B)(4).